Event description:
During surgery, it was found that one side of the screw could not be turned to loosen thus the crossrink connector could not be assembled with the rod. A back up crossrink connector was used but one more crossrink connector of this size was needed but there was no more thus one size larger connector was used since it could manage to fit. (Originally two connectors were needed but only two were shipped, and one connector could not be used so one size larger connector was used.)

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.